Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that will not turn on. This event was reported to have occurred during clinical use - however, there was no allegation of harm associated with this report.